Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, oil gel globules were observed after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 60 retention samples were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: 130 iu ficoll¿: 2.0ml, oil gel globules were observed after processing. There was no health impact or consequences reported.